Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found intermittent errors pointing to the erbe and replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Erbe was analyzed and the customer reported complaint was confirmed and replicated. A review of the logs found various hard faults like error c-83 and m-02, m-05 confirming the event occurred in the field. Upon visual inspection, found no issues related to the reported event. The unit was installed onto a well-known system and the unit displayed errors m-02 and m-05 on start-up. The unit will be returned to the original equipment manufacturer for additional analysis. The complaint was confirmed based on failure analysis. A review of the site¿s complaint history did not reveal any related or duplicate complaints involved with this product and/or this event. A review of the site¿s system logs for the reported procedure date was conducted by rpms qe. Investigation revealed the possible related system error: 25913 ¿ erbe error: m-02 which indicates that a module did not send its status message within the expected time, module timed out. Device history record (DHR) review for generator involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, the integrated electrosurgical unit (iesu) was faulting on power up. Customer reported m-01 and c-83 errors. Technical support engineer (tse) viewed logs and noted m-02 errors. Prior to calling in the customer rebooted the iesu with no change. Tse had customer perform two hard reboots of the iesu with no change. There were no reports of patient involvement. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.